Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that neonatal venous nutrition leaked during patient use. The customer reported, the leaked appeared to be at the "tiny circle" on the filter. The filter was changed, and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the filter vent was confirmed. Visual inspection showed yellowish-colored dried fluid residue on the outside of the set with the majority on the filter component around its top and bottom areas. Functional testing was performed and fluid leaked out from the vent of the filter. The root cause of the leak was oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).

Event description:
The customer reported that neonatal venous nutrition leaked during patient use. The customer reported that the leak appeared to be at the "tiny circle" on the filter. The filter was changed, and there was no patient harm.